Event description:
It was reported that tandem mobi pump generated cartridge alarm and customer experienced very high blood glucose around the 550s. Customer did not require help from anyone else. Customer gave correction insulin injection by pen or syringe, and technical support confirmed cartridge alarm 34 with no exposure to magnets or issues during loading, noted similar previous alarms for same pump, and arranged pump replacement. Customer reverted to an alternative method of insulin therapy.